Manufacturer narrative:
Manufacturer's investigation conclusion: the system monitor (serial number (B)(6)) was not returned for analysis and remains in use. As a result, the reported event could not be confirmed during the investigation and a root cause could not be conclusively determined. No further issues have been reported at this time. Reports of similar events will continue to be monitored. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received on 29nov2012. The system monitor shipped on 12dec2012. The unit was manufactured on 27nov2012. Heartmate ii left ventricular assist system operating manual (rev. F) section 13.0-"system monitor", under sub-section 13.2.3-"settings screen", describes the pump stop button as well as how to stop a pump. This section states "the pump stop button is used to turn the pump off. Press and hold down the pump stop button while the pump stop countdown field counts down from 15 (the countdown lasts approximately 10 seconds) as shown in figure 91. Initially, the low speed operation advisory and then the low flow hazard appear without an audible alarm. Once the countdown nears zero, the pump off hazard will appear as shown in figure 91 accompanied by a continuous audible alarm. A silence alarm button will be displayed to the right of the alarm text banners and can be pressed to silence this alarm for two minutes. The pump will stop within the first few seconds of holding down the pump stop button, but if the button is released before the pump off alarm message appears, the pump will resume at the previous set mode and speed." Heartmate iii patient handbook (rev b) section 1 (warning) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during pump preparation for an implant, the perfusionist was unable to stop the pump after 5 minutes of immersion in an injectable normal saline solution as the pump stop button tab was not present on the settings screen of the system monitor. The perfusionist toggled back and forth between the settings and the clinical screen and the pump stop button reappeared. The pump was then able to be stopped. The pump was running at 3000 rpm while in the saline solution with pump powers at 2.6 watts. No further issues were reported.